Event description:
It was reported that this temporary pacing right ventricular (rv) lead was part of the system revision due to infection. Reportedly, the patient was admitted due to thrombocytopenia. Furthermore, the temporary pacing rv lead was also replaced after receiving the new system on the right side. No adverse patient effects were reported. The temporary pacing rv lead was explanted.

Event description:
It was reported that this temporary pacing right ventricular (rv) lead was part of the system revision due to infection. Reportedly, the patient was admitted due to thrombocytopenia. Furthermore, the temporary pacing rv lead was also replaced after receiving the new system on the right side. No adverse patient effects were reported. The temporary pacing rv lead was explanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned for analysis. The allegation against the product was not confirmed as the reported allegations of infection with sepsis were known inherent risk of device. Analysis of the returned product was not able to provide relevant information for infection-related allegations.